Event description:
It was reported that the bladder of an infusor sv2 was not sealed with its support. This was observed before use. There was no patient involvement. No additional information is available. This represents report 2 of 2.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for evaluation. Visual inspection determined that the stressmember flange was cracked. The initial evaluation confirmed the reported condition. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the root cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.